Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/ delivery test due to faulty back pressure sensor (gold). The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.